Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. Unit had intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. Unit had cracked lcd window,cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.